Event description:
A cable to the junction box, je-116a, was 180 degrees reversly connected which caused mild electrical shocks to the pt. The pt was under the test for three to four hours. They were later treated for skin burn spots on their head.